Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to high hv lead impedance. The patient was stable.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.